Event description:
Approximately 6 months following the placement of two cypher stents, the patient returned for follow up. Repeat coronary angiography (with ivus) revealed an displacement type fracture in the angulated mid portion of the distal stent with in-stent restenosis. The patient was treated with balloon angioplasty. This patient was admitted for further evaluation due to unstable angina. There was no previous myocardial infarction and no previous percutaneous coronary intervention. Coronary angiography revealed 3 vessel disease. The target lesion is described as an eccentric, de novo, mildly tortuous segment of the mid-distal left anterior coronary artery. This lesion had angulations <45 degrees with no calcification or thrombus note. Lesion length was 10-20mm. Timi of 3. It is unknown if the lesion was pre-dilated. A cypher 2.75 x 33mm stent was placed followed by a cypher 3.0 x 33m stent. Stent overlap is unknown. It is unknown if post-dilatation was performed. Highest balloon pressure was 18 atms. There were no procedural complications.